Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism failed to disengage from the catheter while using the bd pegasus¿ safety closed IV catheter system. There was no injury to the patient. The following information was provided by the initial reporter, translated from (B)(6) to english: "when performing venipuncture for the patient, when the needle core was pulled out, it was found that the needle core was not in the protective device, which did not play a safety role."

Event description:
It was reported that the safety mechanism failed to disengage from the catheter while using the bd pegasus¿ safety closed IV catheter system. There was no injury to the patient. The following information was provided by the initial reporter, translated from chinese to english: "when performing venipuncture for the patient, when the needle core was pulled out, it was found that the needle core was not in the protective device, which did not play a safety role."

Manufacturer narrative:
H6: investigation summary : a device history review was conducted for lot number 1019950. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Event description:
It was reported that the safety mechanism failed to disengage from the catheter while using the bd pegasus¿ safety closed IV catheter system. There was no injury to the patient. The following information was provided by the initial reporter, translated from (B)(6) to english: "when performing venipuncture for the patient, when the needle core was pulled out, it was found that the needle core was not in the protective device, which did not play a safety role."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.